Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, post hysteroscopy, vaginal vault prolapse, and right salpingo-oophorectomy and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia, vaginal scarring, abdominal cramps, odorous vaginal discharge and granulation tissue. It was reported that the patient experienced exposed/eroded mesh and infection,and underwent revision of mesh and removal of scar tissue on (B)(6) 2011. No additional information was provided. (B)(4) ¿urinary problems; bowel problems; dyspareunia; granulation tissue; mesh exposure. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05981. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05981. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6).

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced decreased urine output, diurnal enuresis, dysuria, hematuria, nocturnal enuresis, urinary frequency, urinary incontinence, urinary retention, urinary urgency, overactive bladder. (B)(4).